Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the defibrillation conductor fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the exposed defib coil and the outer insulation had a cosmetic depression.

Event description:
It was reported that the superior vena cava coil impedance increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.